Manufacturer narrative:
The insulin pump passed the displacement test. Sleep current measurement and active current measurement within specifications. No unexpected display/ partial display anomalies noted during testing. The insulin pump passed self test. However the insulin pump received with moisture damage noted on electronics assembly. The insulin pump received with moisture damage noted on motor, vibrator motor or battery tube assembly the insulin pump received with cracked retainer, cracked case at battery tube side and missing serial number label. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The product return for an unknown reason. The customer¿s blood glucose level was unknown. The insulin pump will return for analysis.